Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in the united kingdom who was receiving baclofen, 500mcg/ml with a dose of 822.5mcg/day, via an implantable. The type was not known. The lot number, concomitant medica tions, and medical history, were not obtainable. The indication for use was not provided. It was reported that during normal use at a refill, the amount withdrawn was 20 ml to which they expected less with report of the pump underinfusing. It was unclear as to what led to the event. The troubleshooting performed, interventions/actions taken, and resolution were not initially known. At the time of the report the patient's status was reported as alive-no injury and there was no report of symptoms at this time. The pump remained implanted and in-service at the time of the report. Additional information was received on 2016-02-29 in which it was further reported that the pump was implanted on (B)(6) 2015 and a few days later the water was removed and the pump was filled with baclofen. The catheter was an 8781 with 45.0 removed from the pump and 15.0 removed from the spinal section. The patient had been seen a few times for dose increases since but (B)(6) 2016 (the event date was reported as (B)(6) 2016) was the first time a refill was needed. They advised they would have been expecting the patient to be doing better post implant which was why the dose had been increasing. They tried to do a cap study ¿last thursday¿ but it was unsuccessful. They were to try this again ¿next week¿ in x-ray. A motor stall test would be performed to check the motors and if they were still rotating. Each time it appeared that the pump had updated ok and the reservoir was depleting. The current reservoir was at 19.2 so this would be too early to say whether the pump was not infusing still. Alarms were tested and both were working. Additional information has been requested to obtain the information not captured/known which included the specific volumes, what was unsuccessful of the cap study, results of the additional cap study with x-ray and motor study, cause of the event, indications for use, serial of the catheter, baclofen type, resolution, and product status. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative. On (B)(6) 2016, the session report provided noted the pump was delivering baclofen 500 mcg/ml at a dose of 72.32 mcg/day simple continuous mode. This was increased 4% to 75.10 mcg/day on that day. On (B)(6) 2016, a 10% increase occurred changing the dose from 75.10 mcg/day to 82.50 mcg/day. The session reports from (B)(6) 2016 noted no changes to the 82.50 mcg/day dose and no changes were made to the delivery mode or concentration via these reports. The pump logs did not show any anomalies and did not suggest a pump malfunction. During the pump refill, the expected residual volume (erv) was 4.2ml while the actual residual volume (arv) was 20ml. The pump alarms were checked and they were working fine. On (B)(6) 2016, it was reported that the hospital was planning to do a motor movement test on x-ray of the pump to check that the motor was rotating properly. The test was to be performed the following week and the exact date was unknown. The hospital was also to attempt another catheter access port (cap) study just to check the integrity of the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.